Event description:
As reported: during pelvic venous embolization, left side ipsilateral approach. Multiple coils had been deployed. While advancing an additional 10x19 coil through cobra 2 catheter the coil became stuck and deployed inside the catheter. The coil was then removed safely along with the catheter that housed the coil. There was no harm to the patient and the case was completed successfully.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been received. The alleged premature detachment issue and incident as described could not be confirmed at this time. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
No additional incident information was provided, however the device was received and evaluated.

Manufacturer narrative:
Investigation conclusion the investigation of the returned coil system found the pusher's proximal connector kinked, and the implant separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked proximal connector, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The returned catheter was observed to be kinked at approximately 12cm from the distal tip, which may have caused or contributed to the coil getting stuck and detaching within the catheter as described in the reported event.